Event description:
Pt was intubated by anesthesia md. An air leak was heard and the doctor removed the tube. He noticed the et tube had a wire sticking through the cuff approx 1/4 inch. A new et tube was opened, balloon checked and pt was reintubated. There was no harm to the pt.